Event description:
Patient reported obtaining back-to-back blood glucose results of 594 mg/dl and 355 mg/dl on the suspect device. Patient stated that, 3 minutes later, blood glucose was retested on a physician's device with a result of 113 mg/dl. No pt injury was reported and no treatment was rec'd. While on the line with technical support, quality control testing was performed on the suspect device and the results fell within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.